Event description:
Cam526- replacement of ndi camera, replacement of defective camera assembly. Ndi camera needs replacement, ndi camera replaced per the service manual, replaced the defective camera with a new one. Case type tka. Surgery delayed by < 30 min. As per the fse: please note the delay was in between 15 min to 30 min parameter. So captured the delay as < 30 min. Patient was under anesthesia at the time of the issue. Camera was down, so case was completed manually.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: cam526- replacement of ndi camera, replacement of defective camera assembly. Device evaluation and results: per gsp 168253: ndi camera replaced per the service manual product history review: a review of device history records shows that on 01/31/17 1 device was inspected and 1 device was placed on: qt 17-01-0087, qt 17-01-0104, qt 17-01-0095, qt 17-01-0096. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 200590 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): replacement of ndi camera, replacement of defective camera assembly. Ndi camera needs replacement, ndi camera replaced per the service manual, replaced the defective camera with a new one. Case type: tka. Surgery delayed by < 30 min. As per the fse: please note the delay was in between 15 min to 30 min parameter. So captured the delay as < 30 min. Patient was under anesthesia at the time of the issue. Camera was down, so case was completed manually.